Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Report source: (B)(6) survey. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transduodenal position to treat a pancreatic pseudocyst in the pancreatic head during a procedure performed on (B)(6) 2019. Reportedly, the patient's pseudocyst was measured on (B)(6) 2019 and (B)(6) 2019 via computed tomography (CT) imaging and endoscopic ultrasound (eus) and was confirmed to be 82mm in diameter, in close contact with the stomach wall, and contained 100% liquid content. The stent was placed as part of the (B)(6) survey. According to the complainant, on august 29, 2019, an adjacent cyst infection was observed, and percutaneous drainage was performed to treat the infection. In the physician's assessment, the infection was not related to the hot axios stent and was related to the endoscopic procedure performed on (B)(6) 2019. There were no patient complications reported as a result of this event. The patient's condition as of (B)(6) 2019 was reported to be improved and in remission.